Manufacturer narrative:
Unit received unable to perform the displacement due to detached and broken off end cap.

Event description:
The customer reported via phone call that there was back side of the insulin pump falling off. The customer¿s blood glucose was 96 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.